Event description:
The pump was being replaced to avoid in-vivo battery depletion. During the replacement surgery, when the pocket was cut open, clear liquid gushed out (suspected drug in large volume in pocket). There was a slight kinking of the catheter underneath the old pump next to the suture line. The pump was replaced. There was reported to be no pt injury; the pt recovered without sequela. The device system was used to deliver dilaudid and compounded baclofen.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.